Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon could have occurred due to electric arc, as electric arc and the plastic parts melted were observed in the power cord receptacle. The exact cause of electric arc could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device suddenly shut down. It was also reported that the device smelt like burning when turning on. This event was found during preparation for use. Reportedly, the device failed the electrical safety test and there was also a damage on the power cord receptacle. The plastic parts of the power cord receptacle appeared to melt. Olympus inspected the device at the service department of olympus (B)(4) pty ltd and found that the socket of the power cord receptacle was damaged and the plastic part was melting. The device did not turn on. There was no report of patient injury associated with this event.